Manufacturer narrative:
The customer performed troubleshooting with the beckman field service engineer (fse) and evaluated the dxc 600i clinical chemistry analyzer. The customer found dark debris in the sample syringe. The customer replaced the sample syringe to resolve the issue. The customer performed quality control and results were within range. The analyzer resumed to normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported obtaining low patient results for total bilirubin (tbil) and quality control on their dxc 600i clinical chemistry analyzer. The customer repeated the patient samples on the same analyzer and obtained normal results. The customer did not report the initial low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided the results for one (1) patient.